Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations were not reported) for peritonitis. At the time of this report, the patient was recovering from the event and dianeal therapies were ongoing. On an unreported date, the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The event was also manifested by diarrhea. Five days prior to the receipt of this report, the patient was discharged from the hospital and was deemed recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.